Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that four batteries w ere removed from use associated with this event. Additional information has been requested regarding the serial numbers of the batteries and other details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: unknown / catalog #: unknown / expiration date: unknown / serial #: unknown UDI #: asku d9: no h4: mfg date: unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: unknown / catalog #: unknown / expiration date: unknown / serial #: unknown UDI #: asku d9: no h4: mfg date: unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: unknown / catalog #: unknown / expiration date: unknown / serial #: unknown UDI #: asku d9: no h4: mfg date: unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: unknown / catalog #: unknown / expiration date: unknown / serial #: unknown UDI #: asku d9: no h4: mfg date: unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four batteries were removed from use for an unspecified reason associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis was not conducted since log files were not available. There is insufficient information regarding the reported battery event. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery, a faulty internal battery charger integrated circuit, a faulty internal component, memory corruption, and/or the patient allowing the batteries to deplete completely. Additional products: d4: serial #: unknown, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, d4: serial #: unknown, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, d4: serial #: unknown, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, d4: serial #: unknown, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log file of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent . If information is provided in the future, a supplemental report will be issued.